Event description:
"12c operation error internal 12c communication failure" code and "CPR puck- hardware failure or communication breakdown within the internal CPR processing board" code on screen of monitor. Report from return states "the analog board was replaced to reduce the probability of reoccurrence."